Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had a jaw issue wherein it was difficult/impossible to open. After using the device once the jaws were unable to open again. There was no patient injury.